Event description:
Procedure performed on the sfa. The physician deployed the 6x150 at the distal sfa. About 1/4 of it deployed successfully but the physician felt resistance and the stent stretched and elongated to the level of the profunda. The physician had difficulty completing deployment of the stent but was able to deploy. The physician had to deploy another stent in the sfa to cover the stretch elongated initial stent. No injury to pt reported.